Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Reason for original complaint.- patient was revised to address pain. Doi (B)(6) 2005 - dor (B)(6) 20111 (right hip). Update (B)(4) 2012 - litigation papers received. There is no new additional information that would affect the investigation. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Patient demographics added. Update (B)(4) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and metal debris at the head/neck junction. The cup and stem were not revised. A new poly liner and femoral head was placed. This complaint was updated on: (B)(4) 2015. The stem reported on this com was found have later have corrosion and high metal ions ((B)(4)).

Manufacturer narrative:
(B)(4). Added: patient.

Event description:
In addition to what were previously alleged, ppf alleges elevated metal ions before first revision. Updated lot number of the stem and patient harms. Added revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name.